Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Dr. (B)(6) did a revision l1-s1 today at the surgery center using e3d and egps. The pt was draped and the drb was placed in the right psis, and was marked using a skin marker. We proceeded with an e3d spin and transferred the intra-op CT to egps. The pt was then exposed, instrumentation was removed and we continued with the egps system putting in screws. We got to l5 and the drb was bumped and rotated, at which point we aborted to robot and free handed screws at s1. X-rays were taken of the screws placed, right l1 and l2 were lateral, and the surgeon replaced them free hand. Left l1 was determined to be too medial and was also replaced. The remaining screws were checked via fluoro shots and were confirmed to be placed adequately.